Event description:
This patient had bilateral polyuerethane covered implants placed in july, 1989. In september of 1989 she had smaller implants placed of the same type. Since the placement of the implants she has had a gradual onset of severe fatigue, short term memory loss, feelings of imbalance, twitching of the arms and various complaints of myalgia. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. Both implants upon removal were intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.